Event description:
The guidant ventricular pacing lead did not deploy its anchoring screw as designed. Notes from the operative report: "the right ventricular lead was then advanced to the right ventricular septum under fluoroscopic guidance. It was particularly challenging given a history of tricuspid annuloplasty. We spent approximately 20 minutes simply trying to cross the tricuspid valve. The lead was positioned and screwed in using active fixation mechanism. We tried a new position based on less than satisfactory capture thresholds, and when we attempted to engage the mechanism at a second site, the rv lead failed to have screw mobilization. As such, I removed this lead, and proceeded with a new lead. We still had to re-cross the tricuspid annuloplasty ring, and ultimately we were successful in our endeavors." There were no complications.